Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient. According to the complainant, the patient experienced physical pain, sustained permanent injury and physical deformity. Subsequently, patient underwent additional surgery. All other information, including the patient's current condition, is unknown and reportedly unavailable.